Event description:
Medtronic received a report that a pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left middle cerebral artery with a max di ameter of 4mm and a 4mm neck diameter. The landing zone was 2.5mm distally and 3mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a 6mm diameter. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed intracranial aneurysm. It was reported that after the access route was established, the stent was advanced to the m1 segment. Upon exposing approximately 7¿8 mm of the stent's tip and waiting for about 10 seconds, the tip failed to open. It was continued to deploy an additional 12 mm of the stent, but the tip still would not open. Attempts to retract and redeploy it¿including maneuvers such as shaking, pushing, and pulling¿the tip still failed to open. Adjustment of the microcatheter tension was also attempted, but it remained unopened. The stent was therefore withdrawn from the body, and it was observed that the stent tip could not open. Because the stent had been repeatedly pushed and pulled within the catheter, the surgeon was concerned that there was damage inside the stent catheter. Therefore, both the stent and the catheter were replaced, and the procedure was completed. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a navien 5f-125 guide catheter and phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.